Event description:
It was reported that during testing; the ambulatory infusion pump had a detached downstream occlusion (dso) seal. There was no patient involvement and harm.

Manufacturer narrative:
One suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a detached downstream occlusion (dso) seal. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted related to the event. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a detached dso seal and was then replaced.